Event description:
The reporter states that she obtained blood glucose results of 360mg/dl and 150 mg/dl within 10 mins on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.